Event description:
The caller states that there was an audible pop of the device during patient use and upon visible examination upon removal of the device, a rupture was observed on the cuff. The caller confirmed that recannulation of a replacement tube was required.